Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c is available in the USA with a 510k number k190805. Evaluation summary it was caused due to the connection failure between the scope and the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. During use, the image was vague and affected the doctor's diagnose. Then use another scope to finish the procedure and contact the factory to repair.